Event description:
Updated information: revised for alval.

Manufacturer narrative:
The correction/removal reporting number listed applies to the corresponding product code sold domestically. The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened. Not returned.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Depuy still considers this case closed to CAPA.

Event description:
New etq record created in order to update etq (legacy system) complaint number (B)(4). Reason for original complaint: asr revision. Asr hip resurfacing system - left. Reason(s) for revision: pain, alval/soft tissue reaction (fluid, no soft tissue masses & cystic lesion). Update: further reasons for revision added as per dpyous73 received 26 april 2012 & attached. Update - updated original surgery date, taken from claimsuite dated 26th may 2014. Update - marked as legal, added kid number, added all expiry dates. Taken from kennedys email dated 10th april 2015. (B)(4).

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Depuy still considers this case closed to CAPA.

Event description:
New etq record created in order to update etq (legacy system) complaint number (B)(4). Reason for original complaint - asr revision. Asr hip resurfacing system - left. Reason(s) for revision: pain, alval/soft tissue reaction (fluid, no soft tissue masses & cystic lesion). Update: further reasons for revision added as per dpyous73 received 26 april 2012. Update - updated original surgery date, taken from claimsuite dated 26th may 2014.

Manufacturer narrative:
Depuy considers this investigation closed. Should the product or additional information that changes this conclusion be received, the investigation will be reopened.

Event description:
New etq record created in order to update etq (legacy system) complaint number (B)(4) reason for original complaint ¿ asr revision, asr hip resurfacing system - left, reason(s) for revision: pain, alval/soft tissue reaction (fluid, no soft tissue masses & cystic lesion). Update: further reasons for revision added as per dpyous73 received 26 april 2012. (B)(4). Update - updated original surgery date, taken from claimsuite dated 26th may 2014.. (B)(6). Update 20 apr 2015: found manufacturing date for cup. Sm 20 apr 2015.

Event description:
Asr revision. Asr hip resurfacing system - left. Reason(s) for revision: pain.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Depuy still considers this case closed to CAPA.